Event description:
Hosp stating that microbubbles stick to the inner lumen of the tubing when they are prepping the boston scientific convenience kit, then form larger bubbles in the hubs of the tubing/transducer connections. There has been no pt injury or air injectin. The hosp has discarded all samples.